Event description:
It was reported that after the doctor had screwed the unit to the laser mark, the sutures became untied at the end of the inserter. It was further reported that when the inserter was being removed, the suture pulled away from the unit because the unit had broken inside the patient. The doctor was able to retrieve half the unit, while the other half remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.